Event description:
It was reported that after a percutaneous interventional procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during device insertion over a guide wire, the device did not track well, and the operator did not feel comfortable advancing the device further. The device was removed over a guide wire, and a 7-french non-abbott hemostasis sheath was inserted to temporality control bleeding. After anticoagulation was reversed to a desired level, the hemostasis sheath was removed, and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Although, there was a delay in achieving hemostasis, the customer did not believe it was clinically significant. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint handling database could not be conducted because the lot number was not provided. Based on the review, no product deficiency was identified.